Manufacturer narrative:
Data acquisition (da) pcba and the data acquisition (da) pcba to motor controller (mc) pcba cable were returned to failure investigator (fi) lab for evaluation. Visual inspection of the da pcba revealed no evidence of damage or contamination. Visual inspection of the da pcba to mc pcba cable revealed evidence of a dent marks on the ribbon cable. The da pcba and da pcba to mc pcba cable were installed in the fi test ventilator. Operational test was performed and the ventilator powered up from ac and delivered breaths. The ventilator operates for 2 hours without failures. In addition, no errors were observed when flexing the cable to the da pcba j2 and j3 connectors. The root cause for the reported issue could not be determined due to no failures were identified.

Manufacturer narrative:
Event date and patient information have been requested.

Event description:
The customer reported that the device shuts off by itself and unit displayed data acquisition (da) pcba adc failed. The customer reported that there was patient involvement; however, there was no patient harm or injury.

Manufacturer narrative:
Date of event: (B)(6) 2016. No patient's information was provided.